Manufacturer narrative:
This report is submitted on august 2, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported). The patient was treated with IV antibiotics for 2 days in (B)(6) 2020 (specific date not reported), followed by oral antibiotics for 4 weeks, however, the issue did not resolve. The patient was seen again on (B)(6) 2021, due to unresolved swelling, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.